Event description:
Reports under infusion, pump was infusing on battery power when incident occurred. Pump froze would not respond. Device was on patient at time of occurrence (no patient injury) battery was unplugged from unit and reinserted. Device remained frozen and unresponsive. Unit was plugged in to ac power. Source still would not respond. Device was removed from the patient and returned to biomed. Device was plugged in overnight. Still no response from unit.

Manufacturer narrative:
B. Braun completed an evaluation of this pump per the procedure for complaint handling. Due to the pump lock up, the pump did under infuse because a component (c16 was shorted on the board). The main board was replaced. As part of the routine complaint testing requirements, the pump was tested (after board replacement) for volumetric accuracy a total of three times using with a rate of 999 ml/hr and a volume to deliver of 5 ml. The results were all within specification at 5.0 ml, 5.0 ml and 4.9 ml. The pump met all testing requirements. The reporting facility stated that no patient injury occurred.